Event description:
It was reported that during an orif elbow fracture procedure on (B)(6) 2011, as the surgeon was placing a 4.5mm cannulated screw, a piece of the screw thread peeled. The surgeon was able to remove the threaded screw piece and completed the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing investigation revealed a portion of the peeled threads was returned. Since no other part of the screw was returned the product could not be evaluated to make product identification.